Event description:
Patient presented with high lead impedance. X-rays were provided for the patient. The generator was located in the patient¿s upper left chest. Based on the resolution quality of the x-rays, it is unable to be assessed if the connector pin is fully inserted inside the connector block. It appears that the tip of the pin may be through the second connector block although this cannot be confirmed due to the image quality. The filter feedthru wires were confirmed to be intact. The lead was observed in the patient¿s neck and chest and appeared to be routed toward the patient¿s left chest. There was not a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. In the visible portions of the lead, no sharp angles were present. No gross discontinuities were identified in the visible portion of the lead. There were no anomalies seen in the x-ray images provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.